Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump but to call back if any issues reappeared.